Event description:
The customer reported alarm sounded soon after goods had been delivered. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.